Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that leakage of the powerpicc catheter was noted. The catheter was placed in the operating room on (B)(6) 2017. The leakage was observed at the point of puncture during the rinsing of the catheter, three weeks later after the placement. The catheter was removed and another device was placed the next day. There was no patient injury reported.